Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description (broken off screw head) based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Comments si / pending picture review, complete before day 30. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation of the distal radius. The surgeon removed the 2.4 locking compression plate (lcp) condylar plate, distal radius plate, and six (6) screws due to the non-union of right distal radius that caused breakage of three (3) distal locking screws. He removed the 2.4 mini t plate from ulna as well as the cortex screws to help correct distal radius. It is unknown of there was a surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: locking compression column distal radius plate 8 holes head/ 4 holes shaft (part # 02.110.440, lot # unknown, quantity# 1), 2.4 mm locking compression (tm) condylar plate 7 holes shaft (part # 249.679, lot # unknown, quantity# 1), unknown screws: trauma (part # unknown, lot # unknown, quantity# 3). This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).